Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 13-1064-1229 was not identified during the customer call. Tech support directed the customer through the flash task execution to update the 8100 modules. The flash task was completed successfully. Advised the customer to proceed with preventive maintenance and monitor the device to determine if the issue reoccurs. Informed the customer that if the issue persists, the logic board may require servicing/replacement. Customer was advised to contact technical support if any further concerns or issues. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8100 error 13-1064-1229. There was no patient involvement.